Event description:
Pt claimed that two weeks prior to incident that insulin counter read inaccurate. Pt's blood sugars have been randomly high since incident. Bolus corrections made with pump did not keep blood sugars from being high. This required no physician or hospital intervention. Injections were done at home.